Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a horse underwent a surgical procedure on an unknown date and suture was used. The wound was checked 2 to 3 days after and the suture was found to be broken below the skin.